Event description:
It was reported that the package never made it to the hospital. Fedex notified the hospital that the package had a strong odor and was leaking, so the hospital refused delivery.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.